Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the hub after the blood return, and the hub was found to be damaged. The following information was provided by the initial reporter: "we have had another issue with the nexiva catheter leaking blood out of the end of the catheter. Rn inserted the IV catheter with no issues in placement, good blood return, no resistance with the needle. I then pulled the needle out and blood started coming out of the base of the catheter. Concerned by this sight I pulled the IV out applied pressed to the site and made sure the patient was ok. Then I assessed the catheter. The catheter had been damage at the base and was leaking.¿ response received 21 aug 2023. Does the ¿base¿ in ¿catheter had been damage at the base¿ referring to catheter hub? Yes. Are you able to confirm the material number based on the packaging is 383532? Yes. Are you able to provide the batch number for the defective catheter? No, unf/ortunately not. Are you able to provide the date of the event in the format of dd-mm-yyyy? (B)(6) 2023. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient did have to experience a 2nd IV insertion ¿ negative patient experience, pain, etc. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? Only in that a second IV had to be placed. Did the event cause permanent damage of a body structure? No."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-sep-2023. H6: investigation summary our quality engineer inspected the 2 unused samples submitted for evaluation. The reported issues of catheter defective / damaged and leakage were not confirmed upon inspection and testing of the samples. Analysis of the samples showed that there were no damages or defects present. Both samples underwent leakage testing, and both passed with no signs of leakage. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the hub after the blood return, and the hub was found to be damaged. The following information was provided by the initial reporter: "we have had another issue with the nexiva catheter leaking blood out of the end of the catheter... Rn inserted the IV catheter with no issues in placement, good blood return, no resistance with the needle. I then pulled the needle out and blood started coming out of the base of the catheter. Concerned by this sight I pulled the IV out applied pressed to the site and made sure the patient was ok. Then I assessed the catheter. The catheter had been damage at the base and was leaking.¿... Response received 21 aug 2023: -does the ¿base¿ in ¿catheter had been damage at the base¿ referring to catheter hub? Yes. Are you able to confirm the material number based on the packaging is 383532? Yes. Are you able to provide the batch number for the defective catheter? No, unf/ortunately not. Are you able to provide the date of the event in the format of dd-mm-yyyy? (B)(6) 2023. How was the patient outcome? Are there any clinical signs, health consequences or impact? Patient did have to experience a 2nd IV insertion ¿ negative patient experience, pain, etc. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No. Did the event require medical or surgical intervention? Only in that a second IV had to be placed. Did the event cause permanent damage of a body structure? No."